Event description:
As reported by the user facility: solution inside the syringe has a brownish discoloration.

Manufacturer narrative:
Preliminary analysis has indicated that the particulate is likely the medical grade, biocompatible silicone that is used to coat the syringe barrels during the manufacturing process. No other organic material was identified in this preliminary analysis. All lots that contained this particulate were voluntarily recalled on 07/30/2007. B.braun recall # 2523676-07/30/2007-004r. The samples and all available information has been forwarded to the manufacturer for further evaluation.